Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that the patient presented for a routine check after feeling shortness of breath. The pulse generator exhibited backup vvi mode. The device was interrogated and showed it was back at nominal settings. The interrogation resolved the issue. The patient would be monitored at scheduled follow up.